Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer received a ¿scan again in 10 minutes¿ message on the adc freestyle libre 2 sensor after 10 days of wear. The customer became hypoglycemic and experienced symptoms described as ¿trembling, disorientation, and dizziness¿ and was unable to self-treat. The customer received glucose from his wife as treatment and no further information was provided. There was no report of death or permanent impairment associated with this event.